Event description:
It was reported that during a liver resection procedure, the tips of the instrument melted during use. Product being returned for analysis. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.